Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
As reported by a teleflex sales representative: "this is a facility using our rediguard catheters on their cs300s. After removing the sheath dilator, they reported blood coming out profusely. They replaced our sheath with a pinnacle sheath and tried to insert our balloon. The balloon kinked upon insertion, so, they grabbed a maquet balloon off of the shelf." No report of patient harm or injury. Patient status is reported as "fine". See associated MDR 3010532612-2023-00068.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
As reported by a teleflex sales representative: "this is a facility using our rediguard catheters on their cs300s. After removing the sheath dilator, they reported blood coming out profusely. They replaced our sheath with a pinnacle sheath and tried to insert our balloon. The balloon kinked upon insertion, so, they grabbed a maquet balloon off of the shelf." No report of patient harm or injury. Patient status is reported as "fine". See associated MDR 3010532612-2023-00068.